Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient reports while at home on his pump on (B)(6) 2016 his physician told him via phone to administer 11 units of insulin via injection for an elevated bg (unspecified level). Patient reports bg wasn't going down so hcp advised to advised to administer another 11 units via injection. Patient reports he was then found in the fetal position, gray in color with a blood glucose (bg) of 12 mg/dl. Per audio review, patient felt his bg went low due to getting too much insulin via injection. Patients reports the paramedics removed his pump and he was taken to the hospital. When he arrived at the hospital his bg was 700 mg/dl and he was treated for dka. He reports they gave insulin via injection, IV fluids and IV antibiotics (he believed but was unsure and didn't specify what they would have been given for). Patient also reports while in the hospital his pump was stolen so it is unable to be troubleshooted. Cs attributed the bg excursion to diabetes management factors. This complaint is being reported because it was not possible to determine if the pump was a factor in the original elevated bg on (B)(6) 2016.